Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Related complaints: same case as MFR: 2134265-2011-05531. It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. A 1.50mm rotablator rotalink plus along with this 330cm rotawire were advanced to the lesion. The physician noticed that the dynaglide mode was not turned off before the devices entered the patient. When the dynaglide was turned off, a burst of speed came from the device, causing the burr to shear the rotawire in half. An attempt was made to remove the rotawire with a snare which was unsuccessful. The physician then attempted to stent the area which was also unsuccessful. The physician decided to abort this procedure without retrieving the detached wire from the patient. No patient complications were reported and the patient's status is stable.